Event description:
It was reported that during normal preventative maintenance, the biomedical engineer found the amplitude to be out of range. Output measurements were low. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device passed incoming testing. Further testing found the interconnect flex to be out of electrical specification. One side bail cover was also contaminated, and the main keyboard was scratched.